Manufacturer narrative:
The lot number was provided, therefore a review of the device history records is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 48512030 pta balloon dilatation catheter allegedly experienced material rupture. This information was received from one source. One patient was involved and there was no reported patient injury. Patient age, weight, and gender were not provided.